Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs but could not confirm the reported issue. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.